Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause. Mlc-57 user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia's bgm system to the results from another trividia's bgm system. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. (B)(6) is calling on behalf of the customer. The customer is concerned with tests results from all of the results obtained and meter to meter comparison of 159 mg/dl using the true metrix meter and 101 mg/dl using another meter. The customer's expected fasting blood glucose test result range is 101 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 196 and 199 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 05/30/2018 and open vial date is approximately one month ago. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer calling states that the meter results is going up correctly.